Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The medical center returned the product and data logs for analysis. The cause of the pump stop was excessive force by the operator which caused breakage of the motor cables which lead to an open line. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into this impella 5.5 pump stop, that occurred within the indicated use, is on-going at this time. Upon the completion of the investigation, a final report will be filed.

Event description:
An impella 5.5 was placed for a postoperative patient experiencing postcardiotomy cardiogenic shock. After 64 hours of support the pump stopped and was unable to be restarted. The pump was replaced and support proceeded.